Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's back pain was not being controlled. An x-ray was taken, and the results showed both leads were "neatly encircling the battery." It appeared the battery was manually turned in the pocket, thus dislodging both leads and wrapping them around the battery. The device was going to be revised but no date was scheduled yet.